Manufacturer narrative:
Concomitant medical product: w1tr03 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and due to occlusions in both the right and left subclavian veins access was through the femoral vein and the lead was replaced. No patient complications have been reported as a result of this event.